Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that after calibrations of the transducers (xdcr), the vela ventilator was displaying transducer fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a transducer fault on power up. The fsr replaced the main board and calibrated the transducers. The fsr performed the user verification test (uvt) and operational verification procedure (ovp). The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly, and evaluated the device. An evaluation of the component found that a transducer was responsive to pressure but had drifted out of specification.